Event description:
It was reported that 208 syringes s2 2ml 21ga 1-1/2in experienced no label or missing label information. The following information was provided by the initial reporter: we have received some bd discardit ii packs which are missing some of the print from the packaging including the manufacturer, product and ce mark.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/28/2021. H.6. Investigation: a device history record review was performed for provided lot number 2007202 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the pre-printed information on the blister packaging paper was observed missing. The packaging paper is introduced to the manufacturing line in pre-printed reels. This incident resulted due to the final part of the paper reel lacking the printed information. When the paper reel is close to its end, the operator should remove the reel and replace it. It has been determined that the paper reel was not replaced in time, which resulted in the un-printed portion of the reel being used in production.

Manufacturer narrative:
Initial reporter e-mail: an additional email address was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 208 syringes s2 2ml 21ga 1-1/2in experienced no label or missing label information. The following information was provided by the initial reporter: we have received some bd discardit ii packs which are missing some of the print from the packaging including the manufacturer, product and (B)(4).